Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event overnight with a documented blood glucose of 68 mg/dl after receiving higher insulin before bed due to readings in the 170s. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and resolution without hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed no device malfunction or alarm issue, and the event was consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.